Event description:
(B)(4) - the dealer reported that the end user of the tdxsp-cg-gt custom power wheelchair intermittently experienced electrical shock, and afterwards the unit would logoff without command or alerting the user. There was no reported patient injury.